Event description:
Device 3 of 3. Reference MFR report #1627487-2012-12477, 12478. The patient reported experiencing uncomfortable heating at the ipg pocket site during charging over the last three months. Reportedly the heat becomes painful after 15 minutes of charging. The patient reported she is afraid to use the charger at this time and wants the system explanted. The patient also reported having a fever for the last week. Reportedly the incision site has opened, but patient was unsure if the incision at the ipg or lead site. Note the patient has two leads from the same lot implanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.